Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 1.4 mmol/l. The customer stated that she was experiencing high blood glucose levels the night before and she took a correction bolus. Subsequently, the customer's blood glucose dropped and she had to be treated by paramedics. Nothing further was reported.